Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician pushed and pulled the valve and found it to be leaking. The report stated that there was a crack in the valve. According to the report, the patient was ok.

Manufacturer narrative:
The valve did not meet the requirements for patency or leak testing due to a large tear in the side of the delta chamber. It is unknown how or when this damage occurred. This damage preclude all other testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris observed in the interior and exterior of the valve. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.